Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment details were not reported. Dianeal and extraneal therapies remained ongoing. Seven days after the event onset, the patient was discharged from the hospital. At the time of this report, patient had recovered from the peritonitis. No additional information is available.